Event description:
It was reported that patient underwent a l5-s1 transformaminal lumbar interbody fusion. It is further reported that following the surgery, patient continued to suffer from back pain, swelling, and nerve pain. On or about (B)(6) 2010, patient underwent a corrective surgery. During this procedure it was reported that patient underwent additional fusion and was also diagnosed with excessive bone growth allegedly from the 2006 surgery. During this procedure, the excessive bone growth was removed. Patient continues to suffer from severe pain, neural impingement, and swelling and has been unable to work. She continues to have daily severe pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6 )2006, the patient presented with pre-op diagnosis of recurrent right l5-s1 foraminal disc herniation with secondary radiculopathy. The patient underwent following procedures: redo right l5-s1 foraminal discectomy with microscope and complete fasciectomy . Transforaminal lumbar interbody fusion using spacer , bmp local allograft , section pedicle screw fixation. Per op-notes, .... An 8 mm by 26 mm trial spacer was found to be appropriate size. A bmp sponge was then placed in the anterior aspect of the disc space. .. Autograft was then placed behind this and the 8 by 26 mm spacer with sponge with additional bmp sponge placed within it and placed into the interbody space. The localization was then confirmed on fluoroscopy. The operative cylinder was then discontinued and utilizing ap and lateral fluoroscopy from this point on, the l5 and s1 pedicles were cannulated bilaterally,... A second 26 mm contralateral incision was incised to facilitate this. Once the k-wires were in placed, the soft tissue was dilated at each site and screw track tapped. It was found to be appropriate size for 6.5 by 40 screws in the l5 body and 6.5 by 35 screws in the s1 body. . A 40 mm rod was found to be of appropriate size and the dilator system and rod inserter was then utilized to pass the rod through a separate stab wound through the screw heads. These were then anchored securely using the locking mechanism and then confirmed on fluoroscopy. The introduction apparatus was then discontinued. Attention was then turned to the right side where again, the 6.5 by 40 screws were placed in the l5 body and 6.5 by 35 screws placed in the s1 body. The introduction apparatus was then used to pass again a 40 mm rod through a separate stab wound into the screw heads where they were then anchored in place using a locking mechanism.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.